Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right femoral artery. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right coronary artery. The right coronary artery was predilated with a 9mmx2.0mm maverick 2 balloon. The maverick 2 balloon was inflated to 8atms and ruptured on the first inflation. The procedure was completed with another 9mmx2.0mm maverick 2 balloon. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).